Event description:
It was reported that the patient had a pump stop on (B)(6) 2021, due to the patient sleeping through low voltage hazard, low voltage advisory, and no external power alarms. The patient's caregiver found the patient and reconnected their batteries. The patient was taken to the emergency room (ER) where they were being evaluated. The patient was hemodynamically stable and neurologically intact. The log files captured pump off alarms on (B)(6) 2021 due to complete loss of power to the system controller. The controller clock was also reset. It was additionally reported on (B)(6) 2021 that the patient had been evaluated and was eventually sent home after minimal intervention for subtherapeutic inr.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6: investigation findings: usage problem identified manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed full depletion of the patient¿s 14v batteries and backup battery, resulting in a pump stop event for an undetermined amount of time. The controller event log file contained data from (B)(6) 2021 to (B)(6) 2021. On (B)(6) 2021 at 4:59:30 the log file recorded a low power advisory alarm. At 6:33:11 the alarm progressed into a low power hazard alarm. At 7:20:31 the log file recorded a no external power alarms when the patient¿s 14v batteries were fully depleted and the patient began to operate on their backup battery. The pump remained above the low speed limit until 9:05:08 when the log file recorded the speed at 0 revolutions per minute (rpm). Approximately 5 seconds of additional data were captured until the next line of data in the log file was recorded as the default timestamp of (B)(6) 2000 at 00:00:00 when the patient was reconnected to charged 14v batteries, indicating that there was a total loss of power to the system. Of note, the duration of the pump stop could not conclusively be determined through this evaluation. The pump regained speed approximately 4 seconds after being reconnected to power. The clock was set to (B)(6) 2021 after approximately 2 hours of corrupted clock. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), is currently available. Section 2 also states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars means that 75¿100% of battery power remains, while 3 green bars means that 50¿75% of battery power remains. Furthermore, 2 green bars means that 25¿50% of battery power remains and 1 green bar means that less than 25% of battery power remains. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 6 also includes a section on ¿preparing for sleep¿, which details the steps patients should take when going to sleep. These steps include switching to the pm or mpu and states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Also, section 7 ¿alarms and troubleshooting¿ details all system controller alarms and how to resolve them. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The hm3 lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section of the patient handbook provides information regarding system controller alarms and the proper actions associated with them. This section also includes detailed instructions on connecting and disconnecting to power under ¿guideline for power cable connectors.¿ section 5 ¿alarms and troubleshooting¿ details all system controller alarms and how to resolve them. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. No further information was provided. The manufacturer is closing the file on this event